Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the measured output for the capacitor was below product specifications. There was no patient involvement.

Event description:
It was reported to philips that the measured output for the capacitor was below product specifications. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation the customer requested assistance from philips representative. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Customer resolution and conclusion based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was informed that the capacitor would need to be replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : pending response from customer.